Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reoccurs. The caller acknowledged this guidance and understood it.